Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that during insertion in the micu, the guide wire kinked. As a result, a new kit was opened and the guide wire was successfully inserted into the patient's right subclavian vein without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.